Event description:
It was reported that suture placement was attempted with two proglide devices in the mild to moderately calcified right common femoral artery using the preclose technique prior to a stent graft implantation procedure. The arteriotomy was 5 fr. The sheath was upsized to 14 fr and the index procedure was performed. Reportedly, at the end of the procedure the surgeon attempted to tighten the first deployed proglide suture but the suture came out of the patient. The other proglide suture was tightened and closed the artery with assistance of manual arterial pressure. The surgeon felt that when deploying the second proglide device it interfered or cut the first deployed proglide suture. The correct technique was used with both proglide devices. There was no adverse patient effect and no clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The second proglide referenced, is being filed under a separate medwatch report number. The device was returned for evaluation. The returned device analysis observed that a suture break at the knot resulted in the suture releasing the vessel. The analysis of the returned device confirmed the reported experience. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, probable cause for the reported event was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.